Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective dso sensor. The downstream occlusion sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump presents an occlusion alarm. There was not reported patient involvement.